Event description:
It was reported that a patient was revised to address a migrated anchor c self-drilling screw approximately one month after implantation.

Event description:
It was reported that a patient was revised to address a migrated anchor c self-drilling screw approximately one month after implantation.

Manufacturer narrative:
Additional data. H6 coding has been updated to reflect completion of the investigation.